Event description:
During laparoscopic appendectomy, stapler fired and discharged, but would not release. Efforts to get stapler to release unsuccessful. Required conversion to open procedure in order to release stapler from the cecum.